Manufacturer narrative:
The report of pump stoppages was confirmed through the analysis of the submitted system controller log files. The submitted log files contained data from (B)(6) 2017 to (B)(6) 2017 and from (B)(6) 2017 to (B)(6) 2017. Low speed events were captured on (B)(6) 2017 from 00:21:02 until 00:47:52. The pump appeared to be struggling to maintain its set speed and multiple pump stoppages were captured. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms and only appeared to occur while the system was supported by the mobile power unit. No additional atypical alarms or events were captured throughout the remainder of the log file and the pump appeared to be operating as intended. The pump speed remained above the low speed limit throughout the remainder of the log file. Based on past experience with the heartmate ii lvas and similar reported events, the low speed events and pump stoppages that occurred while the system was supported by the mobile power unit could be indicative of driveline damage. However, x-ray images that were reviewed on site appeared unremarkable the root cause of these events could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that multiple pump stoppages were observed in the system controller log file. It was reported that the events occurred while the pump was connected to the mobile power unit. A review of the x-rays were unremarkable. The lvad clinician requested an ungrounded patient cable for use with a/c power. The patient was asymptomatic. No further information was provided.